Manufacturer narrative:
On (B)(6) 2024, a 3dimensions system (s/n (B)(6) received multiple emergency shutdowns with error code (vertical transport assembly) vta 29:17 ¿call service¿. This occurred during a patient procedure; however, there was no alleged health consequence or impact on the patient or user. A field service engineer (fse) identified that the drag clutch did not mitigate uncontrolled vertical motion as expected. This was replaced using the field modification instruction ¿kit, fmi, motor clutch¿ which contains the same style drag clutch. Per fse, this resolved the uncontrolled vertical motion. No part was returned, so no initial evaluation could be performed. Because no part was returned, the investigation will be limited. Reviewing the error code, vta 29:17 appears when there is unexpected vertical motion detected associated with the vta. This also triggers an emergency stop (which was observed by the customer) as a safety mitigation. A review of complaint history shows that there were no prior complaints related to uncontrolled motion on this system. The motor clutch was replaced during troubleshooting by the fse. After the motor clutch replacement, there were no subsequent uncontrolled motion or vta-related complaints. Based on this, the probable cause was a motor clutch malfunction. Cause/root cause: the root cause is unknown due to the unreturned part. The probable cause is that the motor clutch malfunctioned. This is the main component of the field modification instruction (fmi) kit which was used by the fse to resolve the behavior. Conclusion: in summary, while the root cause is unknown, the probable cause is a motor clutch malfunction. The risk index remains in zone 1 with an ri of 2. This is acceptable risk. A CAPA is not needed at this time as there was no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: serial number (s/n): (B)(6), product: 3dm-sys-std, date of manufacture: 12/15/2020, installation date: (B)(6) 2021, date of incident: (B)(6) 2024, UDI: (B)(4). Reviewed the part consumption for this system: this was an original part replaced. Note: there was a different motor clutch previously replaced; however, that part is associated with an unrelated mechanism on the system. Because the original part was replaced, the DHR file was reviewed. There were no discrepancies identified related to this behavior.

Event description:
It was reported that on (B)(6), the customer reported that the selenia dimensions was experiencing repeated 'gantry emergency shutdown' during the patient's studies. A field engineer examined the device and found that the c-arm failed to stop in the time allotted bu the software due to a failed drag brake. The field engineer replaced the drag brake clutch and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.